Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Event occurred in (B)(6). Point of contact is dr (B)(6). It was reported that the death occurred about two months ago.